Event description:
During a pta/stenting treatment procedure in the left common iliac vein, the wallstent did not fully deploy. A snare was used to attempt to retrieve the wallstent, but was successfully. A nalloon was used to ost dialte the wallstent. When the wire was removed, a piece of markerband was noted on it. No pt injury or complications were reported. Add'l info has been requested.